Event description:
It was reported that during a balloon angioplasty procedure, a pin hole in the balloon was observed. The physician observed a pin hole in an 8.0x40mm x 80cm wanda balloon catheter. The procedure was completed with another of the same device and no patient complications were reported. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a balloon angioplasty procedure, a pin hole in the balloon was observed. The physician observed a pin hole in an 8.0x40mm x 80cm wanda balloon catheter. The procedure was completed with another of the same device and no patient complications were reported. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: an examination of the device showed evidence of the balloon having being inflated. The balloon fully wrapped/folded around the shaft. There was no damage noted to the shaft. The device was attached to an encore inflation device and no leaks were noted in the balloon. However, the inflation device was not holding pressure and it was noted that there was a leak in the hub of the device. An examination of the hub noted a crack for a length of 15mm from the proximal end of the guidewire lumen port. No further damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).